Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. On september 2025, two medical devices were received : - one used pusher: size of the external diameter was controlled and correspond to a pusher ch08 - one sealed kit: on the kit label, it's indicates that the pusher is ch06. However, the label on the pusher indicates ch08. In conclusion, 2 pushers ch08 were kit instead of 2 pusher ch06 in a kit reference bcam654002 lot number 10119508 our warehouse responsible for the kitting concludes: this is an operator error. A training and review of the procedure was carried out. According to the informations known quality database was checked and revealed one corrective and preventive action was opened in november 2024. The actions concern improvements on the kitting process. A health hazard evaluation (hhe) was performed regarding this complaint. In the context of this hhe, a clinical assessment and a rmf evaluation were performed. The follow-up of this hhe will be done through the monthly product review and this hhe will be revised if new complaints are received from the market. Conclusion of the clinical assessment: even though the difference is ignored, the wrong size of the pusher is not compatible with the dl ureteral stent provided in the kit leading to the need to change the device (prolonged procedure) due to the impossibility to connect correctly the pusher to the ureteral stent. However, it cannot be ruled out, in rare cases, that some users may successfully force the insertion of the pusher and insert the stent, with the risk of being unable to disconnect the pusher once the stent is in place, which could potentially result in a 'significant prolonged procedure', risk level 3, for removal as a single unit of the guidewire-pusher-stent with loss of the pathway. The main risk consists of a simple prolonged procedure for change of device (severity 2). Although largely unexpected, a severity parameter level 3 risk cannot be ruled out namely for jj silicone kits, for loss of access leading to a significant prolonged procedure. A similar case study was performed based on biosoft double loop ureteral stent kit, on the same defect "wrong pusher in kit" from august 2021 to august 2025: no similar was found

Event description:
According to the available information the attached connectable pusher was 8fr. And was a wrong component.

Event description:
According to the available information the attached connectable pusher was 8fr. And was a wrong component.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.